Event description:
N/a

Manufacturer narrative:
A getinge field service engineer (fse) checked the balloon pump, as it was suspected that blood got into the safety disk, there was no blood visible. The safety disk was replaced by the fse. All functional and safety test performed.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit needs the safety disk checking because it's potentially had blood in it. There was no harm to any patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number: (B)(6).